Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 30 mg/dl at the time of the incident. The customer was at 114 mg/dl at the time of admission, and 63 mg/dl on the morning of the call. The customer used food to treat the low from the day of the call. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer stated that the pump went out of auto mode while they were sleeping. Customer stated that every time the pump gets out of auto mode they go low. The customer had a low the week prior to the call and woke up to paramedics treating them with intravenous fluids. The customer's blood glucose was 30 mg/dl. The customer also reported issues with bent sensor cannulas, calibration errors, and change sensor alarms. The insulin pump will not be returned for analysis.